Manufacturer narrative:
Additional information was requested but was not available.

Event description:
During remote follow-up, an alert for charge timeout was observed on the device. During subsequent follow-up, a charge timeout was again observed. The device was explanted and replaced to resolve the event.

Manufacturer narrative:
The reported field event of charge time out was confirmed. Interrogation of the device revealed the device was above elective replacement indicator (eri) when received. The device hybrid was sent to the manufacturer for analysis. The cause of the failure was due to a hybrid substrate anomaly.